Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 115 units of insulin during the load sequence. The customer attempted to reload the same cartridge; however, the issue persisted. The customer declined to continue troubleshooting. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.